Manufacturer narrative:
At this time, product has not yet been returned. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unknown readings issues while wearing the adc freestyle libre sensor. On (B)(6) 2021, a sensor scan of 3.9 mmol/l was obtained and was provided a (B)(6) for treatment. Follow-up scans of 7.9 mmol/l and over 12 mmol/l were obtained after an unspecified amount of time with no blood glucose tests performed. The customer was unresponsive to her husband¿s calls and then had a 10 minutes seizure and stopped breathing, requiring CPR by the husband until paramedics arrived. The customer was provided glucagon and was brought to the hospital where a lab test of 5.7 mmol/l was obtained and further blood work, ECG, and IV fluids were provided to the customer. The customer was then sent home and no further information was provided. There was no report of death or permanent injury.